Event description:
On (B)(6) 2011, customer reported that there was a blood leak in the lh750 instrument. Customer stated that the source of the leak was from pinch valve vl9a (whole blood aspirate). Customer replaced the tubing and resolved the issue. Customer was wearing personal protective equipment and was not exposed to any biohazard material. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).